Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty sterile container leaked; further described as "leakage found at the connection site" and "a tear was seen on close observation". This occurred during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D2a: common device name: remove: set, administration, for peritoneal dialysis, disposable and replace with system, peritoneal, automatic delivery. D2b: classification code: remove: kdj and replace with fkx. H10: the actual device was not available; however a photograph of the sample was provided for evaluation. The photograph was visually inspected and a split on the port of the bag was observed. The reported condition was verified. The cause was determined to be a manufacturing related issue which occurred during the tubing assembly to the bag. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.